Manufacturer narrative:
Batch review performed on 06-oct-2021: lot 2009395: (B)(4) items manufactured and released on 15-jan-2021. Expiration date: 2026-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 21-sep-2021: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2101767: (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 14 days after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the head and liner.